Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported that patient underwent a hip revision surgery due to stem subsidence. The surgery involved an extended trochanteric osteotomy and bone graft. Attempts have been made and additional information on the reported event is unavailable at this time.